Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a high stick of the right femoral artery was attempted using a proglide device after a percutaneous coronary intervention with graftmaster to treat a pseudoaneurysm. It was reported, after procedure, the proglide device was deployed in standard fashion to the right femoral puncture site, however, hemostasis was not complete. Manual pressure was held for approximately 25 minutes. Significant back-bleeding was still observed from the puncture site. Once less pressure was held, a hematoma was felt. As treatment, the left femoral artery was re-assessed and non-abbott wire and 6f sheath was advanced to the right common iliac and advanced to the right superficial femoral artery, proceeding to use a 7f crossover sheath and an 8f sheath around the aortic bifurcation. Imaging was performed and the right femoral extravasation had stopped and the puncture site had sealed. Repeat imaging showed the puncture site had sealed and the procedure was concluded. The next day, the groin puncture site appeared clean, dry, and intact with minimal ecchymosis but no signs of hematoma. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. H6: device code 1494- incorrect anatomy. The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The proglide was used above the inferior epigastric artery in this obese patient. The perclose proglide instructions for use states: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since a puncture site may result in a retroperitoneal hematoma. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use as potential adverse event of use of the device. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.